Manufacturer narrative:
(B)(4). G2- foreign - israel. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a gorilla plate was removed on (B)(6) 2023 due to the patient¿s acute periosteal response. Upon removal, the surgeon observed discoloration on the plate. It was identified that the plate discoloration had no issues and no connection to the patients¿ inflammation and acute response. Attempts have been made and no further information has been provided.